Event description:
It was reported that pump issued occlusion alarm and caller indicated multiple previous occlusion events with same type of problem. There was no reported impact to the customer¿s blood glucose level because caller declined to provide information about blood glucose values. Customer resolved issue by changing infusion set and cartridge, then resumed insulin delivery, and support determined that no additional assistance was necessary and closed case.